Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. During investigation the pump was found to be displaying "1871" alarm message. Investigator's visually inspected the pump and found it had bad motor. Service will replace the pump faulty motor. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "error 1871". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.